Event description:
My daughter set up her alarm and went to sleep. She came in about 45 minutes later and said tht the alarm woke her up and was warm. I checked on it and it was not warm, but hot. There was a rattling sound inside the alarm. I removed it and set it aside. It started getting hot and a few minutes later (10 minutes or so), there was smoke from the alarm and it shut off. I observed it again after 20 minutes and it was cool. I opened the battery portion and noticed that the batteries leaked out. This was a rather scary thing for us. It could have hurt her badly.